Manufacturer narrative:
Date sent to FDA: 7/28/1998 summary of investigation: a review of lot records indicated no abnormalities/deviations that would account for the reported event. There was an unopened folding carton of samples returned for analysis. The following test were performed on returned and inventory samples: 1) accelerated (mbt) concentrations 2) modified lowry natural rubber latex testing 3) namsa - skin irritation test in the rabbit all results were within expected ranges, therefore, mfg was unable to identify a cause for the skin irritation.

Event description:
Customer reports experiencing skin irritation, while wearing this surgical glove.